Event description:
It was reported that during device change out for normal eri, the is-1 lead was unable to be disconnected from the header. The device and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of retrospective review of complaint files in response to a recent FDA inspection. Evaluation description: laboratory analysis confirmed the incident reported. As received, the is-1 connector pin was found to be stuck in the v lead bore. The lead bore diameters were tested with lead bore gauges. The atip, lvtip, and vtip lead bore diameters were not within specification. This observation is consistent with bodily fluid leaking into the bore tip and resulting in a dried state. Visual inspection was performed after decontamination. The device header appeared to be slightly discolored. Minor scratches were observed on the ICD can and the vring, vtip, lvring, and lvtip septa were slightly damaged. Attempts to remove the is-1 connector from the device header were performed by gently tugging on the lead; however, the is-1 connector could not be removed. A probe was inserted between the lad and header and the lead was pried loose from all sides. The lead was successfully pulled out from the device header and dried fluid was found inside the lead bore. After decontamination, the device's lead bore diameters were tested with lead bore gauges. All lead bores were within specification. The test leads inserted and secured well into the device header. The septa were...